Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised 7 (seven) days later due to a bone fracture. The patient could not deny or confirm that the fracture took place when he had a fall at home 3 (three) days post op. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: biomet implants: 30103604, g7 vit e neutral lnr 36mm d 66555501, 650-0663, delta ceramic fem hd 36/+6mm (B)(6), 110010243, g7 osseoti 3 hole shell 50mm d 66971255. G2 foreign: australia. H6 suggested component code: mechanical (g04) - stem. The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic proximal femoral fracture. A definitive root cause cannot be determined. It is unknown if the patient falling caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.